Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported issue is confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. During software update it was found the circulation and mixing pumps failed. The circulation pump was replaced. It was reported that the mixing pump failed. The mixing pump was replaced. Replaced the heater and drain valves. Cleaning, inspection, functional check, water replacement the arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the service technician discovered a defect in the arctic sun device during a software update. Per review of wo on 24mar2026, there was no patient involvement. Per wo notes, during the pre fco test, it was discovered that the device had no flow rate. Per sample evaluation results received via task on 09apr2026, it was reported that the mixing pump was defective.